Event description:
The customer reported that the ventilator alarmed and went vent inop while in use on patient. Upon restart the ventilator failed to proceed into normal ventilation mode due to a power on self test failure. The customer reported there was no patient harm. As the device was out of warranty, the customer contacted MFR's product support (pse) and reported that during evaluation the cable from the motor controlled board to data acquisition board was found to be not fully connected. The pse advised the customer to complete a performance verification before use.

Manufacturer narrative:
Device out of warranty; no request for mfrs service. Results - loose cable connection.